Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that the patient's blood glucose level was elevated for the last 7-10 days. She does not think that the pump is delivering insulin accurately. She states the patient has been giving herself correction bolus doses via the pump and injections since the issue began. She denies any associated symptoms. She states that the patient's blood glucose level was 300 mg/dl after dinner and the patient bolused 6-7 units of insulin via injection and her mother told her to eat something so she wouldn't have hypoglycemia during the night. She says the last normal blood glucose level the patient had was the morning prior to calling animas when she registered 80 mg/dl. The patient's blood glucose level is 200 mg/dl after eating 15 grams of carbohydrates. Her target is 120-150 mg/dl. She says the patient has been having blood glucose elevations for several months and had a blood glucose level of 425 and 450 mg/dl at the (B)(6) and bolused via injection to correct. She was uncertain of the amounts so the patient and the mother have been monitoring closely. This complaint is being reported because the user alleged that the pump did not deliver insulin accurately. There is no evidence of a serious diabetic injury as the readings provided do not fit animas criteria for a serious injury and there were no symptoms associated with diabetes.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the evaluation a review of the pump's history revealed that the units remaining were correctly calculated and recorded in the pump's history. There were no alarms noted in pump's history related to the reported issue and the appropriate alarms were emitted and recorded in the pump. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. A 29 hour flow accuracy test was also performed and the pump was found to be delivering within specifications.